Manufacturer narrative:
Additional information: d10, h6, h10 correction: h6 (patient code) device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion seal loose. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor testing, and functional testing were performed. According to the investigation the customer's reported problem was confirmed, the pump downstream occlusion sensor was contaminated. Service's replaced the pump contaminated dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump experienced a cassette not properly attached alarm. This was discovered during testing. There was no patient present at the time of the event. There were no reported adverse events.